Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse the leak was caused by no vacuum at the probe wipe. The fse replaced the vacuum filter and flushed the vacuum pathway to resolve the issue. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the probe inside a coulter act diff 12 analyzer. The volume of the leak is not known and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.